Event description:
It was reported that t:slim x2 pump battery did not charge and power source alert occurred. There was no reported impact to the customer¿s blood glucose level. Customer changed from original tandem wall adapter and cable to non-tandem wall adapter with tandem cable, and charging issue resolved, but cts advised against ongoing use of third-party charging supplies and arranged shipment of replacement tandem wall adapter, cable, and replacement pump to support future pump use.